Manufacturer narrative:
Updated fields: b4, d8, d9, e3, g1, g3, g6, h2, h3. H6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed that the o-ring is broken. The fse replaced the o-ring (0354-00-0208) and confirmed that there is no helium leak. The equipment is in good condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during user inspection , the cardiosave intra-aortic balloon pump (iabp) o-ring on the back of the console is broken. There was no patient involvement reported.